Event description:
During the shift check, the autopulse platform (sn (B)(4) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message that will not clear. No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message that will not clear" was confirmed during functional testing and review of the archive data. The root cause of the (ua) 07 advisory message was the defective load cell module 2, likely attributed to mishandling such as a drop or a defective component. During visual inspection, the load plate cover had a cut that affects the watertight seal, unrelated to the reported complaint. The probable root cause for the observed physical damage was user mishandling. The load plate cover will be replaced to address the damage. A review of the archive data showed multiple (ua) 07 on the event date; thus, confirming the reported complaint. The autopulse platform failed functional testing due to the (ua) 07 advisory message displaying upon powering up the platform, thus, confirming the reported complaint. The load sensing system detected a weight/load imbalance between the two load cells. The load cell characterization test indicated that load cell module 2 was defective (over reporting), causing an abnormal reading. The load cell module 2 will be replaced to remedy the complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).